Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated catalog # and unique identifier (UDI) #, device return date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/ expiration dates previously submitted do not apply. Lot number information is unknown. PMA/510(k) number was updated.

Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.